Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , 'not recognizing a close door' was reproduced. A review of the history log revealed 'shut door - power off ' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose upper link screw. The link and link switch requires to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to recognize close door. This occurred during programming in the labour and delivery department. There was no patient involvement. No additional information is available.